Event description:
Routine complaint investigation when a consumer reported receiving an incorrect calibration bar in their box of precision xtra test strips. The difference in calibration codes when plotted on a clark error grid fall into the "d" zone showing that if the combination of calibration codes were used to perform an assay, a cliniclly significant reading could be obtained. There was no report of death, serious injury, medical intervention or mistreatment associated with the event.